Event description:
It was reported that the distal portion of the unit cracked on the head of the ablation wand. It was further reported that a piece broke off into the patient. Further the broken piece was reportedly from the white portion of the unit. Further there was no harm to the patient and the broken piece was retrieved from the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.